Event description:
It was reported that the drill broke off inside the patient and could not retrieved.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the drill broke off inside the patient and could not retrieved.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the visual inspection of the returned device reveals extensive usage. The drill is broken around the flute tip, and the broken part is not available for inspection. The fracture patterns at the breakage site being smooth and shiny in appearance are indicative of brittle fracture. The flutes of the device are worn out at the edges. Furthermore, a hardness test according to rockwell hardness tester #(B)(4) on the returned item indicates the material being in accordance: hardness test 1: 54.1/ hardness test 2: 54.1/ hardness test 3: 52.9; required value: 54 hrc ; observed value: 53.7 hrc. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a combination of user and wear related issue. The failure was caused by application of high impact torsional forces on the tip during use. Additionally, the fact that the device was manufactured back in 2017 it is safe to say it has performed prior surgeries without any reported abnormalities. If any further information is provided, the complaint report will be updated.